Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: acoustic lens floating, adhesive around acoustic lens chipped, acoustic lens damaged and control main body had foreign material. A definitive root cause could not be identified. Based on the results of the investigation the most probable cause of the complaint was cause traced to component failure and for the control main body had foreign material the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the ultrasound gastrovideoscope experienced lack of echographic images during an unknown diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.